Event description:
It was reported that the pump presents software update corrupted, and the battery cover came open. Per reporter, this event occurred during testing. The duracell battery was inserted into the cover, the update was started, and during this process the battery cover came open and the update was corrupted. There was no patient involvement. The device analysis found the downstream occlusion to be damaged.

Manufacturer narrative:
E1: facility name (B)(6). Address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. The dso seal was replaced. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing confirmed the customer reported issue. The battery compartment was damaged, and the pump was missing software. The battery compartment was replacement, and the software has been uploaded.